Manufacturer narrative:
The reported event of false elective replacement indicator (eri) was confirmed. The device was received with a false eos (end-of-service) and eri flag triggered prior to implant date, with a battery voltage still at near bol (beginning of life). Analysis of the device image indicates a small temporary voltage drop occurred a few years ago that triggered a false end-of-service alert, consistent with external interferences such as emi. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at normal voltage level. The device implanted for more than 99% of its projected battery life, with appropriate remaining longevity.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited a false eri alert. No intervention or patient consequences were reported.

Event description:
New information received notes that the device was explanted on (B)(6) 2024 and successfully replaced. The patient was stable.